Manufacturer narrative:
Novocure opinion is that contribution of the array placement to wound dehiscence and cerebrospinal fluid leakage cannot be ruled out. Contributing factors for wound dehiscence in this patient include: prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Cerebrospinal fluid leakage is an expected event with optune gio device use (ef-11 1% and 0% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is july 28, 2021.

Event description:
A 53-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On september 26, 2024, novocure was notified that, on (B)(6) 2024, the patient developed an open sore on the back of her head in the occipital region, specifically at the site of a polyetheretherketone (peek) implant placed after her last cranioplasty (last surgical resection on (B)(6) 2023). It was reported that there was cerebrospinal fluid (csf) leakage at the peek site, necessitating surgical repair on (B)(6) 2024. Consequently, optune gio therapy had been temporarily paused, with plans to resume in approximately six to seven weeks. The prescribing physician was contacted for additional information without reply.